Event description:
On (B)(6) 2012 beckman coulter warehouse in (B)(4) reported that they received a kit of therapeutic drug monitoring (tdm) controls that leaked due to loose caps. The control does contain material of human origin and should be considered potentially infectious. No injuries or exposure were reported.

Manufacturer narrative:
(B)(4).